Event description:
During extracorporeal circulation, the air detector module of the heart lung console was observed to issue a false alarm. The sensor was disabled by the user and the procedure was completed without incident. There were no adverse consequences to the patient as a result of this event.